Event description:
It was reported that a minimum fill notification occurred. Customer filled tubing multiple times and this resolved the issue. Customer continued to use the cartridge and resumed insulin delivery. There was no reported adverse impact to the customer¿s blood glucose level.